Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead pacing impedances increased to 1700 ohms and previously was less than 1000 ohms. It was also noted that thresholds increased from 0.7v to 2.9v. The patient is dependent on therapy. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.